Manufacturer narrative:
During the site visit by the field service engineer (fse) discovered that the source of the smoke was due to a leak of the r1 syringe causing the rv 1-2 antenna to charr/burn and melting the cable. The service replaced the lls antenna, rv 1-2 and stat (rohs)_part number 7-78595-03, syringe assy (rohs)_part number 77765006106r and harness, lls cables (rohs)_ part number 7-94079-02. There was no impact to patient management, user safety, or facility damage reported. A review of the achitect (B)(6) service history, revealed no contributing factors to the event and no additional issues of smoke or charring/burn coming from a part(s) on the (B)(6). A review of tracking and trending did not identify any trends for the architect i2000sr or the lls antenna, rv 1-2 and stat (rohs)_part number 7-78595-03, syringe assy (rohs)_part number 77765006106r and harness, lls cables (rohs. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and charring/burn observed was limited to the lls antenna, rv 1-2 and stat (rohs)_part number 7-78595-, and harness, lls cables (rohs)_ part number 7-94079-02 due to the leaking syringe assy (rohs)_part number 77765006106r; the smoke and charring/burn did not spread to other parts of the module. A labeling was reviewed and contains adequate information on troubleshooting, removal and replacement of the part. Based on the available information, no systemic issue or deficiency of the lls antenna, rv 1-2 and stat (rohs)_part number 7-78595-03, syringe assy (rohs)_part number 77765006106r and harness, lls cables (rohs)_ or the architect i2000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer smelled smoke and smoke observed by the customer coming from rv 1-2 antenna, between sample syringe and r1 syringe on architect i2000sr processing module. The customer noticed leaking from r1 syringe. The leakage caused the fire to rv1 antenna. The abbott field service representative (fsr) determined the melted cable connections around the smoke area. There was no visible fire or spark. There was no patient involvement and no harm to user reported. There was no damaged to the customer facility.